Event description:
It was reported that the valve was explanted due to an occlusion three years after implantation.

Manufacturer narrative:
The valve was patent and passed preimplantation testing. It was not within specifications for pressure-flow test performed at pressure levels 0.5 and 1.0, or tests performed at pl 1.5 with a flow rate of 46.8 ml/hr. It did not pass siphon or reflux testing. Debris within the valve may interfere with the valve mechanism resulting in siphoning, reflux and poor pressure-flow results. The valve did not pass the leak test due to a hole in the tantalum marker on the top of the reservoir. Damage of this type is similar to damage that may be caused by a puncture from a coring needle. In addition to this hole, there are three other similar holes in the reservoir. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the tme of manufacture.